Event description:
Reported via clinical study, it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 24 mm watchman flx pro closure device was implanted: (B)(6) 2025. The patient was discharged. The patient presented for 3 month follow up and imaging revealed a device related thrombus. There were no corrective actions or diagnostic tests associated with the finding. There were no patient complications reported.